Manufacturer narrative:
Corrected data: b5: based on corrected additional information from the reporter, refractive surprise was not observed. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b1: adverse event should be corrected to product problem. B2: outcomes attributed to adverse event- should be omitted for correction. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5: 26-nov-2022 should be corrected to 26-nov-2020. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -6.0/1.5/083 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2022. The lens was intraoperatively implanted, removed, and replaced with the replacement lens due to a lens tear/break during injection delivery into the eye and refractive surprise. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Weight/ ethinicity/ race:unk work order search: no similar complaints within associated lots were found. Claim# (B)(4).